Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the sensor glucose was about 100 points off of the blood glucose reading of 200 mg/dl to 240 mg/dl. Troubleshooting found that the sensor was flat and split in 2 areas with a broken cannula. Customer was advised that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor. Performed the continuity resistance test and the sensor failed the test. Unable to confirm the insertion anomaly due to the customer did not return the insertion needle. Only the sensor.